Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The extension pulled out two contacts from the header. The pt lost stimulation in the lead whose extension pulled out. The doctor went in and replaced the 20cm extension with a 60cm extension and the pt regained stimulation.

Manufacturer narrative:
Eval: method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed discoloration in the header and lead segment. The extension had broken wires in the strain relief and the lead segment showed signs of twisting. No functional testing was able to be performed due to the broken wires. However, the extension did pass the lead pull-test and remained retained in the header. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "lead pull-out" could not be confirmed; as rec'd the lead pull-test indicates that the extension passes. However, the extension has broken wires in the strain relief and no function testing was performed due to broken wires. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.